Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the motor control pcb, and replace the expired safety disk, as well as, expired batteries. The stm then performed a preventative maintenance with full calibration, functional testing, and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use. The initial reporter "(B)(6)" is a getinge employee who has different contact details from that of the event site. Details: (B)(6).

Event description:
Service territory manager (stm) reported that while performing preventative maintenance on the cs300 intra-aortic balloon pump (iabp) an electrical failure #50 alarm was generated. There was no patient involvement or adverse event reported.